Manufacturer narrative:
On 03/23/2016 10:12 am (gmt-4:00) added by (B)(4): a maquet field service technician investigated the unit. The technician was unable to duplicate the problem. It was verified that the ice block was formed and the cardioplegia side was cooling. The unit was tested for functionality and a test run was successfully performed. All tests were successfully executed.

Event description:
On 03/23/2016 10:07 am (gmt-4:00) added by (B)(6): (B)(4)

Manufacturer narrative:
(B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available. (B)(4).

Event description:
It was reported that during use, the cardioplegia side of the device was not cooling. The unit was replaced with another. No delay in therapy. (B)(4).